Manufacturer narrative:
The device was returned to the MFR (MFR) and has been analyzed as follows: visual and microscopic examination of the device revealed normal usage of the septum on the left side with no internal damage; however, a slit was noted on the septum surface. The septum on the right side showed normal usage with no internal damage. No anomalies were noted on the device body. An attached segment of dual lumen device catheter approx 6 1/2" appeared open and clean. The left side of the device/catheter was patent with no resistance felt when flushed with 5cc of bacto water. A brownish fluid consistent with blood was collected. The right side of this device/catheter was patent with no resistance felt when flushed with 5cc bacto water. A brownish fluid consistent with blood was collected. The right side of this device/catheter was not patent and resistance was felt when flushed with 5cc bacto water. No fluid was collected from the right side of the device/catheter due to a blockage. The device/catheter was pressurized with air and fluid, no leaks were noted. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "a fibrin sheath was noted along the med device extending to the edge of the catheter" could not be confirmed. However, the MFR's analysis did reveal a blockage of the right side of the device/catheter, but the cause of the blockage could not be determined by the MFR's analysis of the device; therefore, the MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 12/3/97, the distributor's sales rep informed the MFR's rep that a customer in his territory has explanted four devices and the facility would like to return the devices to the MFR for analysis. The distributor's sales rep did not have all the details regarding the incidents in question. The distributor's sales rep requested the MFR's rep contact the facility nurse to arrange for the return of the devices to the MFR for analysis and obtain the info required. No further details were provided at this time.